Manufacturer narrative:
Physio-control replaced the electrodes. The electrodes were disposed of by the hospital and are not available for evaluation.

Event description:
The device was used with a defibrillator, model unknown, to deliver therapy to a patient. According to the reporter, the electrode gel was clumpy and much of the gel came off with the backing. The reporter further stated, that she tried another electrode pair with the same lot number and it was also clumpy but was able to move the gel around to get it to adhere to the patient. There were no reports of any adverse patient affect as a result of the device use.